Event description:
It was reported via user facility medwatch report that ¿the pt was admitted with a documented left sfa (superficial femoral artery) occlusion which required percutaneous intervention (pta and stent placement). Over the next several months the pt began to complain of increasing claudication ¿ noninvasive studies were suggestive of severe restenosis. The pt returned for angiography and possible intervention of the left sfa (approx. 8 months after previous procedure). Angiography revealed a 99% focal lesion at the site of a stent fracture (distal to the stent additional restenosis of 60-70% identified). Physician¿s dictated report, from repeat angiography indicates three distinct fractures were seen in the left sfa stent.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.